Manufacturer narrative:
There were multiple medical device types: d2b: medical device type: jka there were multiple 510k numbers g4: PMA / 510(k)#: k213670, k231373 investigation summary: bd had not received any samples or photos for investigation. Therefore 100 retained samples were visually inspected, and all tubes were found to be within specification limits with no issues identified. Additionally, a functional test was performed on 10 retained samples, and all were found to be within specification limits. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: underfill. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes, one (1) tube underfilled. No adverse impact was reported regarding the patient or user.